Event description:
It was reported that the patient was transported via ambulance to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels declined to 48 mg/dl while wearing the pod between 4 and 24 hours in the abdomen. Symptoms reported include convulsions and dehydration. Patient also has a diagnosis of dementia. The patient was treated with IV (intravenous) glucose. The pod was removed in the ER and discarded. The patient was released after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.